Event description:
The customer discovered questionable hemoglobin a1c results when the results for patient samples beginning on (B)(6) 2012, were questioned by a physician. Of the data provided for 164 patient samples, the results for two patient samples were discrepant. Patient sample 1 initial result was 3.8% and the repeat result on (B)(6) 2012, was 5.9%. On (B)(6) 2012, patient sample 2 initial result was 3.2% and the repeat result on (B)(6) 2012, was 5.1%. The initial results were reported outside the laboratory and corrected reports were issued with the repeat result. The customer was not aware of any treatment given or withheld due to the results and will not be inquiring about that any further. The hemoglobin a1c reagent lot number was (B)(4) with an expiration date of 02/28/2013. The field service representative found a there was a fluidics failure of wash pipette valves. He replaced valves vc3 and vb3 and also replaced vc1 and vc2 as part of troubleshooting. He also replaced a weak shock absorber on the cover and replaced the waste pump as it was noisy. To verify the analyzer operation, he ran precision testing with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.